Event description:
This rv lead was implanted on (B)(6) 2015 and was explanted on (B)(6) 2017. A call was placed to technical services on 09/19/2017 stating that during the implant, they noticed a farfield signal on rv lead after ap in which they extended blanking to which covered it up. They programmed rv sensing to 1.5mv to prevent rv oversensing. The medical doctor implants rv leads apical but since exisiting brady rv lead apical possible more mid septa.? The following physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).